Event description:
It was reported that the female connector ¿came loose¿ from the main body of a minicap transfer set. This occurred while the patient was attempting to disconnect from automated peritoneal dialysis (pd) therapy. The patient used scissors to cut the cycler tubing to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.